Event description:
Philips received a complaint by the customer on the v60 indicating that during preventative maintenance, that it was observed that there was an error code 110b check vent: proximal pressure sensor auto zero failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer has a v60 and the inspiratory pressure fell to 0. While troubleshooting, biomed noticed a code 110b in the significant log. He will inspect the solenoid pin alignment, then order replacement parts if the pins are aligned properly. The customer called back and stated, he reinstalled the da pcba on the flow sensor assembly. After 1 hour of running in ventilation mode, there was no issues. The rse advised the customer to try another quicklung test lung if possible or replace da pcba if issue cannot be located or resolved. The customer called back and confirmed that the test set up was not correct, ttl cable was not connected, and customer was advised on correct procedure. The customer reconnected the ttl cable to resolve the reported issue. The device passed required performance verification tests per philips standards. The alleged malfunction was confirmed to be a user error. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
H10: this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00422. All information from the original report(s) has been transferred to this report.